Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, an evos small 2.0mm drill w/ao qc short got stuck in the 2.0/2.7mm double-ended drill guide while drilling, and the bit of the evos small 2.0mm drill w/ao qc short eventually snapped when trying to remove from 2.0/2.7mm double-ended drill guide. No pieces fell inside of the patient. Surgery was resumed, without any delay, with a competitor's back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
Same incident as MDR 1020279-2022-00552. The associated device was returned and evaluated. A visual inspection of the returned double-ended drill guide confirms a piece of a drill bit is stuck in the 2.0mm side of the device. This device exhibits signs of significant wear/usage. A review of complaint history of the previous 12 months revealed similar events for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.